Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was excessive heating noted on the transmitter along with a burning smell. The transmitter was replaced and the patient was stable with no consequences.

Manufacturer narrative:
The result of the analysis confirmed the reported event of excessive heating and a burning smell. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.